Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62-year-old male with a past medical history of type 2 diabetes mellitus and no other documented medical conditions, had been experiencing chest pain for approximately two months. On the morning of presentation, his chest pain worsened, and he arrived at the medical center emergency department. During triage, cardiac monitoring showed bradycardia progressing to asystole. The patient was resuscitated and transported urgently to the cardiac catheterization laboratory. Coronary angiography demonstrated multivessel coronary artery disease, and the left ventricular end-diastolic pressure was measured at 47 millimeters of mercury. The clinical team elected to implant an impella cp to stabilize the patient prior to performing percutaneous coronary intervention (pci). The impella device was successfully implanted, and the patient was transferred to the intensive care unit in preparation for transport to a tertiary care center. Upon arrival in the intensive care unit, the impella was noted to be positioned too deep within the ventricle and improperly aligned. The critical care physician elected not to reposition the device while awaiting transfer. The patient was subsequently transported to the tertiary center. Laboratory studies obtained upon arrival demonstrated hemolysis, and the impella device was repositioned at the bedside. Following repositioning, the patient¿s cardiac rhythm became more regular, changing from a slow ventricular tachycardia or aberrant left bundle branch block pattern. Continuous renal replacement therapy was initiated. On the second day after transfer and repositioning of the device, plasma-free hemoglobin levels and associated laboratory markers showed a downward trend. On the third day following transfer, coronary revascularization was completed, and the impella device was successfully weaned and removed without complication. While impella cp will be conservatively coded for arrhythmias , they are more likely related to the patient¿s underlying medical condition as he was experiencing irregular rhythms prior to pump implantation, and for hemolysis which listed as an adverse event to improper pump positioning per the instructions for use manual.

Event description:
Additional information indicates that the pump was repositioned and hemolysis resolved.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b1 (is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report.